Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke inside-vagina [foreign body in reproductive tract]. Broke inside me taking it out [complication of device removal]. Tampon broke inside [device breakage]. Case description: consumer reported via social media that the tampon broke inside of her. No serious injury was reported.